Event description:
It was reported that the vertical lift column on the 8800 system would not go up and the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply and control panel processor were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.